Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the amsco 5052 washer. Upon inspection of the unit, the technician found that the cold-water inlet pressure gauge on the unit had started to leak resulting in the reported event. The technician completed the necessary repairs, tested the unit, confirmed it to be operating to specification, and returned it to service. A 2-year complaint review indicates this to be an isolated event. No additional issues have been reported.

Event description:
The user facility reported their amsco 5052 washer had been leaking water onto the floor. No report of injury.